Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patients submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported hemodynamic instability could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020. The pump operated as intended at the set speed for the duration of the log file. The log file recorded 61 low flow alarms throughout the log file when the patients flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The alarm resolved between events when the patients flow increased above the low flow threshold. The log files appeared to capture the pump operating as intended. The account reported that the patient experienced low flow alarms with an unknown cause. The alarms reportedly resolved, and the patient was stable. The patient had their pump speed increased, their medications would be continued, and their hemodynamics and myocardial oxygen would be trended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 05nov2020. The heartmate 3 lvas IFU is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log captured persistent low flow events from the beginning of the log file on (B)(6) 2020 at 15:33. The low flow alarms resolved and the device operated as expected. The patient was reported as stable and the vad speeds was increased to 5200rpm. Plan is to continue dobutamine, epi, and milrinone and trend hemodynamics and myocardial volume oxygen.